Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue in lifenet. The reported issue could not be duplicated. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, stryker observed that lifenet logged an event code which indicates that the rebooting time of the device could be longer than expected. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer informed stryker that there was a patient involved in the reported event. Section a, b5, executive summary and h6, health impact code grid have been changed.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, stryker observed that lifenet logged an event code which indicates that the rebooting time of the device could be longer than expected. There was no harm to the patient as a result of the reported event.